Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure: left essure not located"), pelvic pain ("pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient (gravida 4, para 4) who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 2002; (B)(6) 2009 [discrepancy noted, listed elsewhere in pfs as (B)(6) 2009]; (B)(6) 2013; (B)(6) 2015). Concurrent conditions included obesity and pre-diabetes. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and weight increased ("weight gain"). On (B)(6) -2015, 1 year 11 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vulvovaginal pain, dysmenorrhoea and weight increased had not resolved and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in insertion date. Previously reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure: left essure not located"), pelvic pain ("pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient (gravida 4, para 4) who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (B)(6) 2002; (B)(6) 2009 [discrepancy noted, listed elsewhere in pfs as (B)(6) 2009]; (B)(6) 2013; (B)(6) 2015). Concurrent conditions included obesity and pre-diabetes. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and weight increased ("weight gain"). On (B)(6) 2015, 1 year 11 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vulvovaginal pain, dysmenorrhoea and weight increased had not resolved and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in insertion date. Previously reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New reporters and reporter information added. Plaintiff demography added. Insertion date and indication updated. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; migration of essure: left essure not located; pregnancy (no complications, device ineffective,weight gain, essure confirmation test(s) conducted: no. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.